Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility and to provide additional information based on the legal manufacturer's final investigation. Additional information obtained identifies the device was cleaned, disinfected, and sterilized before it was sent to olympus. The customer flushed the air/water nozzle with water and air. The customer flushed the air/water nozzle with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Moreover, it is unknown if the reprocessing was conducted in accordance with the IFU (instructions for use) from the obtained information. Hence, a conclusive root cause of the foreign material remained in the device could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope's tip was becoming soft and difficult to use. The device was returned for evaluation. During the device evaluation, the following was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to a pinhole on the channel tube and deformation of the suction connector the water tightness was lost, due to adhesive peeling around the connecting tube the insulation resistance did not meet the standard value, the bending angle in the up direction and the play of the up/down knob was out of standard value due to wear of the angle wire, the water supply volume and water removal ability did not meet the standard value due to clogging of the nozzle, the adhesive on the bending section cover had a chip, the adhesive around the objective lens was peeled, the connecting tube and universal cord had a dent, the connecting tube and control unit had discoloration, the connecting tube had a wrinkle, the forceps channel port and suction cylinder were shaved, and switch 4 had wear. Additionally, the following had scratches: the bending section cover, suction connector, connecting tube, scope connector cover unit, protector of the universal cord on the suction connector side, universal cord, image guide protector, grip, scope cover, switch box, switch 1, control unit, right/left knob, up/down knob, forceps elevator knob, and forceps elevator lever. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.